Manufacturer narrative:
(B) (4). Evaluation: evaluation of the returned product found that one of the screws that is used to hold the alarm together is rusted. The battery contacts inside the unit are pushed down. Cannot perform any functionality tests. The magnet string is held on by a screw which had been inserted into one of the holes in the back of the alarm. (B) (4).

Event description:
The customer claims that a nurse was helping a patient out of their monitor chair and when pressure was off the pad, the alarm did not sound. There was no patient injury reported.